Event description:
A pronto v4 extraction catheter was used during a patient procedure. By the 13th pass across a clot with the pronto, it was observed that the distal shaft was missing. All was retrieved and no patient impact was reported.